Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap exhibited severe devitrification at output window. The metal cap exhibited mild detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks. The fiber was tested with a hene laser fixture and aiming beam was present at fiber output window. Cap wear is a known inherent risk of device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber; this would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power, showing a pulsing beam or the system would be placed into standby mode. In addition, the analysis identified that the glass cap exhibited a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. Based on device analysis, the potential for forward firing may exist. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture. An evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation.

Event description:
It was reported that at 114,000 joules and 18 minutes of use, the plastic laser fiber became detached from the metal laser part. The procedure was completed using another fiber. There were no complications or injury.

Event description:
It was reported that at 114,000 joules and 18 minutes of use, the plastic laser fiber became detached from the metal laser part. The method used to complete the procedure was not reported. There was no injury reported.